Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter due to urinary incontinence. The physician assumes urethral atrophy from the previous device. A patient outcome of no further complications was reported.